Event description:
It was reported that the pump exhibited a force sensor bridge test. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door was cracked. A review of the event history log identified force sensor bridge test in the history. During functional testing using the occlusion, the reported issue of force sensor bridge test was unable to be duplicated. All the readings of force sensor are within the required specifications. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced force sensor, plunger board and plunger cable for preventive. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.